Event description:
The customer reported that the main lamp on his olympus evis exera iii xenon light source was intermittently failing to ignite, causing the spare lamp to turn on. The initial reporter also noted that when this would happen, an e102 error message would display. Reportedly, this was occurring during a diagnostic procedure, and the staff decided to used another unit to complete the case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call the customer did note that an olympus lamp was being used with the subject device, but it also had 300 hours logged. Tac advised the customer that when the system fails to ignite the main lamp, the spare lamp will automatically turn on to allow the user to withdraw the scope from the patient. Tac went on to caution that the spare lamp is not intended to be used as a replacement lamp for the main one as it is a much dimmer substitute. Tac recommended that the customer swap out the lamp and heat sink housing with another unit to determine whether the issue is with the light source device, or the lamp itself. The customer indicated that he would trouble-shoot further. Tac attempted a follow up call, and the customer confirmed that tac could consider this case closed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.